Event description:
On (B)(6) 2009, a 15 x 15 cm proceed mesh by ethicon/johnson and johnson was laparoscopically placed as a repair to an incisional hernia. Over this six year period, there has been pain, autoimmune disorders and general illnesses that continued to get worse. Every doctor said it was something different during the numerous emergency room visits and office visits. There was no identification of a problem. Doctors couldn't identify a source of the problem, but antibiotics helped and especially. Xifaxin which addresses the small intestine and bacterial overgrowth. As time went on, there were lots of stabbing pain the area of the mesh and at times there was what felt like ripping in the abdominal area where it was installed. It felt like broken glass in the abdomen. We put our house on the market and began to consider disability because of the constant illness and inflammation which affected the hands and the gut. Autoimmune issues became more disabling. After spending thousands of dollars and getting no relief was found, a surgeon that removed the mesh and didn't put mesh back in. We paid out of pocket. The surgeon found that in multiple areas there were screws that were protruding out of the mesh and penetrating bowel wall. His made it necessary to repair the small bowel wall in over 27 places. After the bowel was released from the mesh, enterolysis was performed on the small bowel that was wadded and was involved in the mesh adhesion. A 6 day hospitalization was required since the bowel was involved. The mesh is made of polypropylene which degrades within the body causing autoimmune disorders and inflammation. Within a day, my hands returned to their normal size after being swollen for 6 years. The entire intestinal tract is inflamed, but is healing now that the mesh is out. Mesh was the problem.